Event description:
Pt had decompressive laminectomy with fusion of t11-l3 with danek titanium rods. Recovery without complications. Two months later, pt called with increased pain. The next day pt called and stated that they had heard a "pop" in their back "a day or so ago" with increased pain. Otc pain medications ineffective. The next day pt was seen in clinic. Denied any injury. Stated had lifted garbage one day and did not feel anything, but later felt a pop in their legs. At one time pt stated they were wearing brace, another time denied wearing brace. The next day broken instrumentation removed with insertion of submental danek m10 instrumentation from t10-s1. Both rods fractured at same place.